Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('possibly pelvic inflammatory disease') and device dislocation ('displaced left essure / migration') in a 46-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2005. Before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes skin rashes. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain / bilateral lower pelvic pain / daily pelvic pain / pelvic cramping was diffuse in the left and right lower quadrants"). On (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / pelvic cramping interfered with her sexual activity"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), dysmenorrhoea ("pelvic pain was worse during her menses"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), anaemia ("anemia"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics and oral contraceptive nos. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, metrorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, arthralgia, anaemia and fatigue had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, metrorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008, her doctor discussed with her about removal of the essure devices through a hysterectomy and other methods, but she did not want to undergo such a serious surgery as she wished to have the option to proceed with fertility in the future. On (B)(6) 2009 she presented for treatment of her pain, however she was not interested in a hysterectomy at that time. She continues to suffer from injuries caused by the implantation of the essure, and still has the essure device surgically implanted. Diagnostic results: on (B)(6) 2008 a pelvic ultrasound was performed, and showed "double lined hyperechoic linear structure measuring 3.28cm seen extending from the mid-endometrium through the intramural uterine segment and to the left cornua". The findings are consistent with a displaced left essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('possibly pelvic inflammatory disease') and device dislocation ('displaced left essure / migration') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2005. Before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes skin rashes. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain/bilateral lower pelvic pain/daily pelvic pain/pelvic cramping was diffuse in the left and right lower quadrants"). On (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/pelvic cramping interfered with her sexual activity"). On an unknown date, the patient experienced intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("pelvic pain was worse during her menses"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), anemia ("anemia"), fatigue ("fatigue") and genital hemorrhage ("abnormal bleeding"). The patient was treated with analgesics and oral contraceptive nos. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, intermenstrual bleeding, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, arthralgia, anaemia and fatigue had not resolved and the genital hemorrhage outcome was unknown. The reporter considered abdominal pain, anemia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, intermenstrual bleeding, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008, her doctor discussed with her about removal of the essure devices through a hysterectomy and other methods, but she did not want to undergo such a serious surgery as she wished to have the option to proceed with fertility in the future. On (B)(6) 2009 she presented for treatment of her pain, however she was not interested in a hysterectomy at that time. She continues to suffer from injuries caused by the implantation of the essure, and still has the essure device surgically implanted. Coils seen - 3 on the right, 11 on the left. Diagnostic results: on (B)(6) 2008 a pelvic ultrasound was performed, and showed "double lined hyperechoic linear structure measuring 3.28cm seen extending from the mid-endometrium through the intramural uterine segment and to the left cornua". The findings are consistent with a displaced left essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: mr received. Reporter information , date of birth added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('possibly pelvic inflammatory disease') and device dislocation ('displaced left essure / migration') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2005. Before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes skin rashes. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("chronic pelvic pain / bilateral lower pelvic pain / daily pelvic pain / pelvic cramping was diffuse in the left and right lower quadrants"). On (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / pelvic cramping interfered with her sexual activity"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), dysmenorrhoea ("pelvic pain was worse during her menses"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), anaemia ("anemia"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics and oral contraceptive nos. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, metrorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, arthralgia, anaemia and fatigue had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, metrorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008, her doctor discussed with her about removal of the essure devices through a hysterectomy and other methods, but she did not want to undergo such a serious surgery as she wished to have the option to proceed with fertility in the future. On (B)(6) 2009 she presented for treatment of her pain, however she was not interested in a hysterectomy at that time. She continues to suffer from injuries caused by the implantation of the essure, and still has the essure device surgically implanted. Diagnostic results: on (B)(6) 2008 a pelvic ultrasound was performed, and showed "double lined hyperechoic linear structure measuring 3.28cm seen extending from the mid-endometrium through the intramural uterine segment and to the left cornua". The findings are consistent with a displaced left essure. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event "abnormal bleeding " was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.